Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to pop and sui. The patient experienced pain. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that patient concurrently underwent ams screw w/pp suture on (B)(6) 2009 and underwent aris coloplast implant on (B)(6) 2009. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was also reported that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and boston scientific obtryx was implanted.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 06/21/2016.